Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just started cooling and were getting a low flow alarm (alarm 02) in an arctic sun device. Directed nurse to the system diagnostics. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 28 percentage. Explained flow and inlet pressure (ip) are within specification now. They device might have been taking longer than normal to prime earlier. Therapy continued. They were getting a low flow alarm on device again. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 5 percentage. They have check for kinks and confirmed the pad is connected properly. Asked nurse to empty pads. Nurse received alarm 07 (empty pad cycle not complete). Disconnected pad. Placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -6.7psi, circulation pump command (cpc) was 0 percentage. Cv 1. Pump hours were 186.7 and system hours were 2676.3. Asked nurse to send device to biomed and change to another device. Described how to adjust the cooling duration on the new device to match where they are in therapy. Per follow up information received via task on 29may2026, spoke with biomed who confirmed device had a failed circulation pump. It would start to engage, rattle a bit, then stop. They would order a new pump to replace onsite.